Event description:
Edwards received information from an article published by hot off the press / europcr, dated (B)(6) 2014, that an (B)(6) male patient had a transcatheter valve implanted (valve-in-valve) into his 23 mm mitral pericardial valve due to structural valve degeneration (svd). The implant duration is currently unknown, patient outcome was noted as good, and the device remains implanted.

Manufacturer narrative:
(B)(4). No identifying information has been received regarding the device. Due to this event being a valve-in-valve procedure, the device remains implanted and was not returned to edwards for analysis. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, a follow-up report will be submitted.